Event description:
Caller (patient's husband) alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 1.8, lab: 2.1. (B)(6) 2010, 1.5, 2.5 (B)(4). (B)(6) 2010, 1.3, 2.3 (B)(4). Caller also alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2010, inr: 1.5, 1.4, 1.8, 1.6, 1.6. Patient's therapeutic range: 2.0-3.0 inr.

Manufacturer narrative:
Investigation pending.